Manufacturer narrative:
A ge service representative performed an onsite investigation. The gpos (general purpose operating system) cpu assembly and cables were evaluated and reseated. The system software and configuration files were also reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system locked up and could not be rebooted. There is no report of a patient injury or death associated with this event.